Event description:
The patient was referred for prophylactic generator replacement due to intensified follow-up indicator = yes. It was later noted that the patient has had an increase in seizures, which the patient is concerned may be due to the low battery. Attempts have been made for further information; no additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Generator product analysis was completed. The generator output signal was monitored for 24 hours in a simulated body temperature environment, and there were no variations in the output signal. Comprehensive electrical testing showed that the generator performed according to all functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Event description:
The patient underwent generator replacement surgery. The explanted generator has been received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.